Event description:
Staff noticed that the ink markings were coming off the epidural catheters. The concern was reported to the manufacturer and braun representatives said that the ink is bio-compatible and that it is more of a quality issue. Staff saved 3 catheters but said they noticed this was happening on many other catheters from 3 separate batch numbers. Product 332097 3 batches had issue 0061287412---0061287476-----0061242123.what was the original intended procedure?epidural placement and management.device #1is this a laboratory device or laboratory test?no